Event description:
Patient's mother contacted dexcom technical support and left a voice message on (B)(6)2014 claiming that on (B)(6) 2014 patient experienced no audible alerts during a low alert scenario. Dexcom made three subsequent attempts to contact the patient with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.